Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged streamline cable could not be confirmed through this evaluation. It was reported the battery streamline cable within power module (serial # (B)(6) became damaged and require a replacement. A new battery streamline cable was shipped to the customer to replace the damaged one. Attempts were made to obtain additional information from the customer regarding return status and image of the damage; however, no additional information was provided. A root cause that led to the damaged streamline cable could not be determined. The complaint does not meet the requirement of the investigation procedure for a review of the device history records heartmate 3 instructions for use has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. Under section 3, ¿powering the system¿, describes all audible and visual alarms. To set up the power module, perform these tasks: install the power module backup battery. Connect the power cord. Connect the power module patient cable. In section f, safety checklists, replace any equipment or system component that appears damaged or worn. ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the customer that the streamline cable on a power module (pm) was damaged.

Manufacturer narrative:
A1-a6: no patient involvement. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.